Event description:
It was reported that the patient was not ventilated and desaturated to unknown level. The ventilator was replaced and the patient became stable. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility. No information has been received regarding any parts replacement. Reported event date and time was nov 19, 2022 at approx. 05:40. Ventilator logs were provided and reviewed. The logs show that the ventilator was set to simv (prvc) + ps ventilation mode. The clinical alarm volume delivery restricted have been generated on the reported date and time, as an indication of difficulties with ventilating the patient. The alarm indicates that the ventilator was functioning and it attempted to deliver the set tidal volume, but it failed due to the imposed restriction of the set upper pressure limit. This can be experienced as no gas flow is delivered. In simv (prvc) + ps ventilation mode the ventilator delivers mandatory controlled breaths using a preset respiratory rate and preset tidal volume. The pressure is automatically regulated to deliver the preset tidal volume, but is limited to 5 cm h2o below the set upper pressure limit. There are no alarms for high airway pressure in the logs but there are noted y sensor problems where the y sensor measuring switches between active and inactive. Successful pre-use checks were performed prior and after the event. The technical log contains technical error codes indicating a loudspeaker error. This loudspeaker error does not affect ongoing ventilation but a replacement of the loudspeaker or the cpu pc board in the panel subsystem is recommended. The conclusion is that the alarm generation volume delivery restricted indicates that ventilation may have been insufficient for the patient but there are no indications that this is due to a ventilator malfunction.